Event description:
It was reported that this generator system was exhibiting intermittent high out of range impedance measurements. The generator is a non boston scientific product, but the right ventricular (rv) lead is a boston scientific product. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior and evaluation options. This rv lead remains in service. No adverse patient effects were reported.